Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13l09028, h13l15017, h14b07054 and h14b11106 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and a fever. The cause of the peritonitis event was unknown. The pt was not hospitalized for the event. On an unreported date, the pt was treated with vancomycin ip one gram every three days. Fifteen days after the onset of peritonitis, the pt was recovered from the event. On an unreported date, the pt was retrained (prophylactically) in aseptic technique. Additional information was requested but was not available. This is report 2 of 4 involved in this peritonitis event.